Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose was over 500 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.